Event description:
It was reported that multiple intermittent malfunction alarms occurred. Customer's blood glucose level was 140-160 mg/dl. Reportedly, the customer will continue to use the pump for insulin therapy.